Manufacturer narrative:
H2: additional information ¿d4¿. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found a fast-fix device with sutures near the shaft. The footprint ultra and anchor are not pictured. A visual inspection found the tip of the anchor is broken. Based on the condition of the product material found during visual inspection, additional material testing is not required. It is unknown if the broken tip was retrieved from the patient. The footprint ultra suture anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use instruments inside the patient in a shoulder joint surgery, the anchor of the footprint slipped and can't be implanted, the procedure was completed with a s+n back-up device. No significant delay was reported, and no patient injury or other complications were reported. Results of investigation have concluded that this unit had the tip broken which makes it a reportable event.